Event description:
A patient has reported that the pin located in the connector of this set became stuck in the tube and she was unable to drain. The clinic was contacted where it was learned the patient was seen in the clinic for evaluation of the event. The nurse tried to irrigate and felt force. The m.d. Was then notified. The patient was scheduled for surgery for a catheter reversal procedure. The nurse had the patient come back to the clinic and applied a new extension set. The nurse noted the blue pin had lodged in the extension set tubing. Since a new extension set was applied, the patient continues peritoneal dialysis without further incident. The surgery has been canceled. A sample is available for evaluation. Additional information has been requested. Of note: in speaking with the nurse, the patient was receiving antibiotics prior to this incident due to peritonitis. The cause is unknown and currently under investigation by the facility.

Manufacturer narrative:
Additional information has been requested. On (B)(4), responses to our requested received. No additional part or lot numbers could be obtained. Incident date was reported to be (B)(6) 2011. Location of incident was reported to be (B)(6). When asked if there are any additional persons identified for us to contact for additional details regarding this incident, reporter (B)(6) responded that information is confidential and they have attempted several times to contact the individuals with no response. Reporter (B)(6) was unable to provide any additional information regarding peritonitis diagnosis. They stated cause was unknown at the time of incident. This report will be updated if/when additional information is received.